Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient is scheduled for a lead revision for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient experienced ineffective therapy with the dbs system. Surgical intervention was undertaken on (B)(6) 2025, wherein a new lead was added to address the issue.